Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose of 583 mg/dl, which was treated with manual injections and insulin pen. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer reported that reservoir was difficult to fill. Customer also reported that insulin pump was making a grinding noise and was advised by healthcare professional to replace insulin pump. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests however, the insulin pump was received with grinding motor noise anomaly during rewind and displacement tests due to faulty motor. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. No belt clip was returned.